Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic stent graft system was implanted in an unknown endovascular procedure. It was reported during the index procedure an endoleak ia (proximal end) was noted. The endoleak was treated with a non mdt stent with kissing technique performed. The site have assessed the endoleak as not related to the device and a causal relationship to the procedure and non mdt renal stent. No additional clinical sequalae were provided and the patient is fine.